Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a pre charge fail error message. This message will result in no boot situation. There are no reports of pt injury or death associated with this event.